Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). Device evaluation summary: the device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team (pe) noticed a crease on the anterior aspect. Also, a rent was discovered measuring approximately 0.3 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Reason for device explant and/or reoperation: deflation. Concomitant products: 575cc mentor smooth round moderate profile saline breast implant, catalog # 3501690, s/n (B)(4). Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). On 8/9/2019, mentor became aware that previously submitted asr reference numbers (B)(4) and (B)(4) were duplicates. Any further information received for this event will be submitted under the manufacturer's reference number, (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 575cc mentor smooth round moderate profile saline breast implant that deflated postoperatively. As a result, the patient underwent bilateral removal and replacement with like devices on (B)(6) 2017.